Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500166439 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's daughter) reported that her father received a lower reading on his adc blood glucose meter in comparison to a reading from a hospital meter. The caller reported that on (B)(6) 2016 at 12:00 her father received a reading of 34 mg/dl on his adc neo meter, and also tested with another meter (optium xceed) that gave a reading of 87 mg/dl. Her father "ate sugar" to raise his blood glucose level, and tested again at 14:00 with his adc meter with a reading of 34 mg/dl. He also tested with another meter (optium xceed) at the same time and received a reading of 222 mg/dl. At an unspecified time in the afternoon, her father "went limp and fell over." The caller's father was taken to a hospital, where his blood glucose was tested with an hcp meter and was reportedly "very high," although the caller did not know the precise reading. She reported that her father was diagnosed with "high glucose" (hyperglycemia), but did not know what medications her father was treated with, other than "saline".

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision neo meter and precision strips were reviewed and the dhrs showed the freestyle precision neo meter and precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of may 31, 2017 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint and precision test strips. No trips were observed. There were no confirmed complaints observed for the reported complaint and freestyle precision neo meters. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (customer's daughter) reported that her father received a lower reading on his adc blood glucose meter in comparison to a reading from a hospital meter. The caller reported that on (B)(6) 2016 at 12:00 her father received a reading of 34 mg/dl on his adc neo meter, and also tested with another meter (optium xceed) that gave a reading of 87 mg/dl. Her father ''ate sugar'' to raise his blood glucose level, and tested again at 14:00 with his adc meter with a reading of 34 mg/dl. He also tested with another meter (optium xceed) at the same time and received a reading of 222 mg/dl. At an unspecified time in the afternoon, her father ''went limp and fell over.'' The caller's father was taken to a hospital, where his blood glucose was tested with an hcp meter and was reportedly ''very high,'' although the caller did not know the precise reading. She reported that her father was diagnosed with ''high glucose'' (hyperglycemia), but did not know what medications her father was treated with, other than ''saline''.